Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) regarding a patient receiving intrathecal infumorph (morphine) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the hcp that at pump refill last week the doctor was not able to pull any residual so they thought the pump was empty and the alarm had "been set to go off but it never did." The hcp stated that they want to interrogate the pump today and get a report. The issue was not resolved through troubleshooting. Additional information was received from the patient reporting their personal therapy manager (ptm) was showing patient bolus disabled. Agent reviewed meaning of the screen and redirected to healthcare provider (hcp).